Event description:
It was reported that upon powering up the device, a crack on the bottom was found. There was no patient involvement and no harm/adverse event reported. It is unknown if the crack was related to physical damage, abuse or dropping. Event happened in the hospital and issue was reported as resolved.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found: enclosure, water tank cover, lcd, and main block are cracked. The complaint was confirmed. What caused the damage was not established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.